Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid, in a plastic bag. Visual inspection found optic and haptic torn. (B)(4).

Event description:
The reporter indicated that a micl12.1, -10.0 diopter, implantable collamer lens would not load properly. It was reported that there was no patient contact and the back-up lens (serial number (B)(4) was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.